Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.75 x 30 mm was selected for treatment of the target lesion. During the procedure, the balloon was inflated to 14 atm, at which it ruptured. The balloon was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.